Event description:
The patient was admitted to the gicu on august 25th and received an indwelling single-use sterile urinary catheter the same day. On the morning of august 27th, the family member reported that the catheter had naturally dislodged when turning the patient. It was found that the balloon at the front end of the catheter was deflated.

Manufacturer narrative:
No.